Event description:
It was reported the patient (netherlands) was experiencing overstimulation. Diagnostic testing revealed high and invalid impedance measurements. Reprogramming did not provide resolution. In turn, the physician explanted the extension which resolved the issue. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.